Manufacturer narrative:
Imagery was provided by the complaint site. Circumferential liner delamination was observed on the sheath. Multiple kinks/folds were observed on the sheath near the distal tip. There appears to be damage to the soft tip. The device was returned to edwards lifesciences for evaluation. During visual analysis it was observed that there was a kink 6.5 inches from the distal tip, circumferential liner delamination 6.75 inches from the distal tip, soft tip damage, and scratches on the distal end of the sheath. There was no split observed on sheath distal tip. Due to the nature of the complaint events/condition of the returned device, no functional testing or dimensional inspection was performed on the device. Due to the unavailability of lot number, DHR review and lot history review were unable to be performed. A review of complaint history on confirmed device complaints (returned and no product returned) from november 2019 ¿ october 2020 revealed other similar complaints, but no manufacturing non-conformances were identified. The IFU, device preparation training manual, and procedural training manual were reviewed for instructions/guidance for preparation and use of the devices: the user is instructed to ensure adequate vessel access and not to use the esheath in tortuous or calcified vessels that would prevent safe entry of the sheath. Per the procedural training manual, delivery system removal: completely unflex the delivery system. Ensure flex tip is still over the triple marker. Ensure balloon lock is locked. Ensure the balloon is completely deflated. Pull the entire delivery system through the sheath. Maintain guidewire position in the aorta. Caution: patient injury could occur if the delivery system is not completely unflexed prior to removal. Sheath removal: remove the suture securing the sheath. Remove the sheath entirely without torqueing ensuring the edwards logo is facing upwards. Do not reinsert the sheath at any time during removal. Hemostasis will not be maintained if the sheath is partially removed past the partially expandable section. Have an appropriate dilator ready to occlude the vessel if required. Balloon burst: do not use excessive force. Take care when removing the balloon through the tip of the sheath. Maintain guidewire position. If re-dilation is needed, use a new balloon. Attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If successful in pulling the entire balloon and delivery system tip into the tip of the sheath, withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not attempt to pull the delivery system through the remaining length of the sheath. If unable to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the entire peripheral vasculature, as there is risk of major complications. Conversion to surgery is recommended to remove the system and a surgeon should be in a position to be able to evaluate the situation. Based on a medical assessment of the size, tortuosity, and extent of calcification of the peripheral vessels, evaluate the risks and tradeoffs of carefully withdrawing the system into a more peripheral anatomy in order to allow a more localized surgical procedure. Consider use of an occlusion balloon to mitigate bleeding risks, especially if there is resistance encountered during withdrawal. If resistance is unacceptably high, convert to surgery rather than using excessive force to pull the sheath/delivery system to a different position. Ensure the valve is well opposed. If it is not, you must post dilate immediately with another balloon or delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization. Based on the review of the IFU/training manuals, no deficiencies were identified. During manufacturing, the esheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. The complaints were confirmed based on the visual inspection of the returned device. Investigation of the device and review of lot history, complaint history, and DHR revealed no indication that a manufacturing nonconformance contributed to the event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. An altered burst balloon profile may have led to the withdrawal difficulty of the delivery system resulting in excessive proximal force to overcome the interference between the burst balloon and sheath liner. This excessive manipulation may have led to a damaged liner (delamination) and the kinking of the sheath. Available information suggests procedural factors (withdrawal of burst balloon/excessive manipulation) contributed to the reported event. The complaint for ¿sheath shaft ¿ kinked, bent¿ was confirmed. Available information suggests that procedural factors (excessive manipulation) contributed to the reported events. Since no labeling, training, or IFU deficiencies were identified or manufacturing non-conformances were identified, neither corrective/preventative action, nor risk assessment is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. The complaint for ¿sheath distal tip ¿ liner delamination¿ was confirmed. Available information suggests that procedural factors (withdrawal of burst balloon/excessive manipulation) contributed to the reported events. Since no labeling, training, or IFU deficiencies were identified or manufacturing non-conformances were identified, neither corrective/preventative action, nor risk assessment is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. This case represents the sheath used during the case. The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during bav with a 23mm balloon catheter, the balloon burst. During deployment of a 26mm sapien 3 valve in the aortic position using transfemoral approach, the commander delivery system balloon also burst after complete inflation with nominal volume. When the esheath was removed from the vessel, the seam was observed to be damaged distally and blood ran out of the esheath. A ¿sharp point¿ was directed into the esheath lumen, (distal tip split). The esheath liner was observed to be delaminated after removal from the patient. Under x-ray during the procedure the damage could not be recognized. There was no patient harm. The patient outcome was stable and no adverse events occurred post procedure. There were no missing balloon pieces. The physician felt the balloon surfaces were damaged slightly from the esheath. The patient had a mild degree of calcium and no annular calcium. Nominal volume was used during inflation. Device preparation was performed according to IFU. No abnormalities of the balloons were found during device preparation.

Manufacturer narrative:
Reference related manufacturer report number: 2015691-2020-14111 per the pre-decontamination evaluation, during visual analysis of the returned 14f sheath returned a kink 6.5 inches from the distal tip was observed. Additionally, circumferential liner delamination 6.75 inches from the distal tip, an inverted liner, soft tip damage, and scratches at the distal end of the sheath were observed. The c-marker band was intact. There was no distal tip split observed. Therefore, a correction to f10 (device code) was made. Code 4008 was removed and 2889 was added.